Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump failed the self-test and then received a pump error each time when attempting to rewind pump. The customer¿s blood glucose level was 11.7 mmol/l. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38.